Event description:
It was reported that the device would not power on. This failure was observed when first delivering the device to the customer. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.